Event description:
A customer obtained lower than expected results for progesterone for one patient. One sample was repeated on a different reagent lot and progesterone results recovered much higher, within a different diagnostic reference range. The results were reported out of the lab. Based on available information, the patient was given an injection of progesterone due to the lower than expected progesterone results.

Manufacturer narrative:
Sample collection, qc, and maintenance information was not supplied. A field service engineer (fse) was not dispatched for this event. A definitive root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.